Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture, decreased in r-wave amplitude and high pacing impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.